Manufacturer narrative:
Physio-control determined the cause of the reported issue was a relay, designator k1, on the therapy pcb assembly.  Physio observed that the relay coil measured as open and, upon visual inspection, found corrosion on both the interior and exterior of the relay.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue.  The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had failed a user test. Upon further inspection, the biomedical engineer observed that the device would give an "abnormal energy delivered" message when he attempted to shock into an analyzer, and the analyzer showed that no energy was delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Through additional evaluation of the failed k1 relay it was determined that the open relay coil was caused by moisture ingress into the relay though cracks in the relay potting compound. The cracks in the relay potting compound occurred during the circuit board manufacturing process related to a post wash baking process. The water in the relay came from the circuit board assembly wash process. The moisture in the relay caused corrosion of the copper relay coil wire which corroded through and became electrically open.